Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer states that when she programs carbs and delivers a bolus, she gets a check blood glucose alert half an hour later. The customer was given food to treat. The customer experienced symptoms such as feeling jittery, loss of vision, and loss of consciousness. The customer was driving during the incident and got into a car accident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer states they've been through 4 pumps already, have been hospitalized twice, and was at 53 mg/dl at the time of the second incident when she lost consciousness. The insulin pump will not be returned for analysis.